Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available and no photo was received. A total of 8 retained samples were visually and leak tested under water and they met manufactured specification. The reported condition was not verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a gambro cartridge set, an external blood leak was observed from a crack in the cassette of the blood line. The treatment was ended without blood restitution and the set was replaced. Blood loss was estimated to be more than 150ml. There was no patient injury or medical intervention associated with this event. No additional information is available.